Event description:
A dealer has reported that an end user reportedly moves around a lot. The end user has allegedly bent the brackets in the back cane attaching hardware that operates the fold down back canes option. No injury.